Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator. It was reported the patient had indicated the recharger was broken and would not work (B)(6) 2017. The patient could not recharger her stimulator and the recharger would not make contact with her stimulator. A new one was sent to the patient the same day. The event resulted in in-patient hospitalization, prolongation of existing hospitalization, an emergency room visit, urgent care visit, and unscheduled clinic visit. Etiology was noted as related to the device or therapy, not related to the implant procedure, and other etiology was noted as "broken recharger." The outcome was resolved without sequelae (B)(6) 2017. Additional information received indicated the other etiology of "broken recharger" was omitted. No complications were reported/anticipated.

Manufacturer narrative:
Hospitalization is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was actually not hospitalized. No complications were reported/anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 97754, serial (B)(4), product type: recharger. The implantable neurostimulator (ins) was implanted off-label. The indication/product code the device was used for was mhy. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.